Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was in the hospital at the time of passing and it is unknown if the patient was wearing the lifevest. Review of the download data, indicates the patient received four shocks in response to CPR/motion artifact. It was reported that the patient's husband called 911 and the patient was brought to the hospital after the treatments by ems. At 10:59:28 the device detected an arrythmia of CPR/motion artifact. Gel was releases at 10:59:52. The patient received a treatment at 11:00:07. The patient's rhythm was CPR/motion artifact and the post shock rhythm was bradycardia at 25 bpm with CPR artifact. The patient received treatments 2, 3, and 4 at 11:00:42, 11:01:13, and 11:01:40. The patient's rhythm and post shock rhythms for these treatments was CPR/motion artifact. The continuous ECG shows the patient was in asystole with CPR/motion artifact at the time of the electrode belt disconnection at 11:02:13 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.